Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Catalog number - the correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100s cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, visual analysis, retains analysis, system risk analysis (sra) and concomitant product evaluation. The DHR, trending by lot number, visual analysis and retains analysis could not be performed as the lot number was not provided and the product was not returned. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The concomitant sterrad® 100s was tested by a field service engineer. The unit was in working condition and no maintenance was required. There is insufficient information to determine an assignable cause. Multiple attempts to contact the customer for additional information were not successful. Should additional information become available, the complaint will be re-opened and re-evaluated. The issue will continue to be tracked and trended.